Event description:
It was reported that the ventilator failed flow transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test and internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage and flow transducer tests during pre-use check. Also a message of system volume too small appeared during internal leakage test. Further investigation revealed that the air gas module was defective. Issue resolved by replacing the defective air gas module and unit was handed over to customer in working condition. However, despite several reminders, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).